Manufacturer narrative:
Patient information is currently not available. A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. It was found that a depleted battery caused the reported issue. The battery was charged to fix the reported issue.

Event description:
The hospital reported that, ventilator shut down two minutes after placed on a patient. The staff were made aware by the loud buzzer sound. The ventilator was swapped with another to continue the procedure. There was no reported patient injury.